Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Based on the investigation results, itis likely the following led to the malfunction: cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after performing an unspecified procedure, the subject device was reprocessed, and rubber coating breaking apart at the distal end was observed. There was no reports patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after performing an unspecified procedure, the subject device was reprocessed, and rubber coating breaking apart at the distal end was observed. There was no reports patient involvement.